Event description:
During routine preventative maintenance the "battery charging low" indicator was displayed. The problem was found to be due to the k2 relay. The relay was replaced and the "battery charging low" problem was resolved. This console remains under evaluation. There was no patient involvement.